Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist had customer use the retry button while tapping the lid, then holding the lid down and releasing, both did not work. Attempted to open the cubie through the tester application it did not open and gave a failure back. Cubie was determined to be broken and needs to be replaced by pharmacy and customer reached out to pharmacy for a replacement. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie did not open when the user attempted to issue a medication. The nurse rebooted the cabinet and attempted a second dispense, but the cubie still did not open. She then used the retry option while tapping the lid and also attempted holding and releasing the lid, but both methods failed. An attempt to open the cubie through the tester application also failed and returned an error. The cubie was determined to be defective and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.